Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 325cc mentor smooth round moderate profile saline breast implant experienced left-sided grade iii capsular contracture post-operatively. Capsular contracture was diagnosed via physical examination. As a result, the patient underwent explantation and replacement with like device, catalog # 3501650, left lot-serial # (B)(4) on (B)(6) 2014.